Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016, 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two inappropriate shocks due to oversensing non-sustained ventricular tachycardia from the right ventricular (rv) lead. The lead also had a possible fracture and was explanted and replaced. No further patient complications have been reported as a result of this event.